Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. The most likely cause is patient factors.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives: updated h3 and h6 per new information received. H3: product evaluation: customer report of thrombus was confirmed through visual observation. Thrombotic-like material was observed on the outflow aspect of all three leaflets, inflow aspect of leaflet 2, and stent circumference on both inflow and outflow aspects. X-ray demonstrated wireform intact. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Sewing ring cloth had multiple cuts around the valve. A suture pledget remained attached to the sewing ring near commissure 3 on the outflow aspect.

Event description:
It was learned through implant patient registry that a 25mm mitral valve was explanted after an implant duration of 10 months due to extensive mitral valve thrombus. The patient presented with hf and sob. The explanted valve was replaced with a 25mm valve. The patient was in recovery. As reported, the patient concomitantly underwent lvad placement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.